Event description:
Rptr has been exposed to a serious toxic/immunological problem (re: devices) with breast implants. She is seriously ill and is deteriorating by the day. She has no career and has been hospitalized and has had 17 surgeries to date. She is exhausted and is only 39 yrs old; she has watched really important years slip by her.